Manufacturer narrative:
The device was not returned for evaluation and no photographic evidence was provided. Therefore, the reported failure cannot be verified. A two-year complaint history review revealed there has been a total of 12 complaints, regarding 12 devices for this device family and failure mode. During this same time frame 578,739 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .00002 per the instructions for use, the user is advised the following; only persons having adequate training, familiarity and relevant competence with minimally invasive surgical techniques should perform minimally invasive procedures. Consult medical literature relative to techniques, complications, and hazards prior to performance of any minimally invasive procedure. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that while using the ias12-120lpi, the surgeon inserted a rolled sponge and a blue piece of the sound cap from the 12mm pistol grip access port tore off, and had to be retrieved from patient. There was a 5 minute delay in surgery. There is no reported patient injury. This report is being raised as a malfunction with potential for injury upon reoccurrence.